Event description:
This unsolicited device case from (B)(6) was received on 25-may-2016 from a medical doctor. This case involves a patient (with unspecified demographics) who started treatment with synvisc and later experienced infection of knee joint. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number, indication and expiration date: not provided). On an unknown date, after application of synvisc, the patient suffered from infection of knee joint accompanied by c-reactive protein (crp) increased, local redness and local swelling. It was reported that no pathological germ was detected. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 01-jun-2016: global ptc number and ptc results were added. Pharmacovigilance comment: sanofi follow up company comment dated 1-jun-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 30-may-2016: this case concerns a patient who developed an infection in knee joint after the application of synvisc. The causal role of the product in the occurrence of the event of joint infection cannot be denied since a positive temporal relationship between the administration of the product and the occurrence of the event is indicated. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection, a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 25-may-2016 from a medical doctor. This case involves a patient (with unspecified demographics) who started treatment with synvisc and later experienced infection of knee joint. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number, indication and expiration date: not provided). On an unknown date, after application of synvisc, the patient suffered from infection of knee joint accompanied by c-reactive protein (crp) increased, local redness and local swelling. It was reported that no pathological germ was detected. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated 30-may-2016: this case concerns a patient who developed an infection in knee joint after the application of synvisc. The causal role of the product in the occurrence of the event of joint infection cannot be denied since a positive temporal relationship between the administration of the product and the occurrence of the event is indicated. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection, a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.